Event description:
The alligator forcep section separated from the guide wire section of the forceps while in use by md. Fluro was in use at time and minature ureterscope during cysto. The forceps were directly involved under the usage of md. The closed portion of alligator forceps were visualized in the vicinity of right lower ureter. Patient required second surgery the following day under general anesthesia to attempt removal of foreign body. This retrival was unsuccessful as the body had inadvertently pushed thorough or extruded through wall of ureter into retroperitoneal space. The forceps were saved.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, other, unanticipated, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, user education provided. Invalid data - on device destroyed/disposed of status.